Event description:
There's uniblate rfa procedure for liver metastasis tumor in (B)(6) hospital. During the procedure, the patient's skin was burnt by the needle. The doctor found out that it is because, the insulation material of uniblate has fell off. The area of burnt skin is 2.2cm x 1.3cm.